Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that system problem rm06 would appear when they were trying to recharge the implantable neurostimulator (ins). Pt noted that the message appeared several times. Pt said that they had cleaned the recharger connectors a few times in attempt to resolve the issue. Pt also reported that batteries low replace the controller batteries soon would appear when trying to recharge the ins. Agent reviewed screen meaning with the pt. Pt noted that the recharger cord had started to fall apart before where the cord connected at the paddle, so the recharger was replaced before. Pt noted that they didn't see any apparent damage to their current recharger. Pt said that the controller was dropped once and the screen was cracked. Agent had the pt reset and unlock the controller. The controller was at 100% and the ins was at 70%. Agent had the pt clear the controller port of any possible debris. Agent had the pt initiate an ins recharging session; pt said that this was where they ran into problems. Batteries low replace the controller batteries soon appeared. Pt noted that this screen appeared most of the time when trying to recharge the ins. The issue was not resolved. A replacement controller, recharger, and battery pack was sent out. During the call, pt mentioned that they had several external equipment products replaced in the past. Pt asked if there was something else to use besides the recharging belt since the belt didn't work for them due to where their ins battery was located in their body. Pt said that they were told before by another agent that they had to use the belt and so they were just sent a new belt. Agent reviewed. Pt also mentioned during the call that the last time they were in with a rep, they were told that they would need a new ins battery. Pt inquired about meeting with a rep. Agent reviewed rep role and redirected pt to hcp. When asked for the event date, pt said that it was at the beginning of the february and that since then, it was very hard and it took forever to get the external equipment connected to the ins. When asked for managing hcp. Pt noted that they hadn't gone back to hcp since they didn't like hcp and hcp wasn't doing what they wanted.